Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead lead was explanted due to infection. This lead will not be returned as it was damaged during explant. There were no additional adverse patient effects reported.